Event description:
It was reported that log files were submitted for evaluation concerning low voltage alarms. The patient had called in and reported that their system controller alarmed with low voltage. The patient did not think it was their white or black power cables; the patient stated they had checked their connections and cleaned contacts. The patient said they were able to recreate the alarm by manipulating the driveline. The patient did have it taped with rescue tape from silicone breakdown. The patient was convinced that there was an issue with the driveline. Batteries were charged. The event log file recorded several low power advisory events while connected to battery power on (B)(6) 2025. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. Technical services (ts) stated that this was a signal from the battery which was monitored by the system controller. A voltage reduction was not recorded during these events. The reduction in the signal value was casing the low power advisory alarms. Ts stated the alarms would not be related to damage on the pump cable or modular cable. The patient's battery clips were replaced. The system controller was exchanged on (B)(6) 2025, and log file analysis on the new controller did not include any low voltage alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via log file analysis. The system controller did not return for analysis. Data from the relevant event dates of 17jun2025 ¿ 18jun2025 was reviewed. Throughout the data reviewed, intermittent, atypical low voltage alarms activated due to the relative state of charge (rsoc) voltage on the black power cable fluctuating below the alarm thresholds while the controller was connected to battery power. The power cable disconnect and low power advisory alarms did not interrupt the controller¿s ability to support the system. Provided information indicated that the battery clips and battery contacts were cleaned, but that this did not resolve the alarm, and that the patient reported that the alarms were produced when the driveline was manipulated. Of note, the driveline is not related to the rsoc signal, and manipulation of the driveline would not produce the reported alarms. It was reported that the battery clips were replaced. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was unable to be conclusively determined via this analysis. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low power advisory alarms. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the batteries and battery clips. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.